Manufacturer narrative:
Section h4, h7, and h9: additional information manufacturer's investigation conclusion: the evaluation of the submitted images confirmed the report of an obstruction of the outflow graft. Based on the submitted images, the outflow graft obstruction appeared consistent with a twist. This finding could have contributed to the reported low flow alarms, which were confirmed through the evaluation of the submitted log files. A specific cause for the reported exit site infection and gout could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas could not be conclusively established. The submitted controller periodic log file captured a slight decrease in flow throughout the duration of the log file from values, which ranged from (B)(6)2020 through(B)(6)2020 . Calculated flow appeared to decrease from values of approximately 3.2 lpm to values as low as 2.2 lpm. In addition, the log file captured a total of 7 active low flow hazard alarms on (B)(6)2020. An exact duration of these alarms could not be conclusively determined through this evaluation. The controller event log file revealed a total of 28 low flow hazard alarms in the approximately 1.25 hours of data on (B)(6)2020 . These alarms were associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm, and they lasted up to approximately 7.5 minutes in duration. Calculated flow was captured at values as low as 2.1 lpm. Despite these findings, these log files appeared to capture the pump functioning as intended at the set speed. A 3d reconstruction image prior to the pump exchange and three photos depicting the explanted pump in the operating room were submitted for evaluation. Evaluation of the 3d reconstruction revealed a narrowing of the outflow graft beneath the bend relief which appeared consistent with a twist. The images from the operating room revealed a clockwise twist in the outflow graft in the area beneath the outflow graft bend relief. The presence of tissue growth surrounding this deformation suggests that the twist was present for an undetermined period of time during support. This obstruction of the blood flow path in the outflow graft as a result of the observed twist could have resulted in the decrease in flow observed in the submitted log files. It was reported that the device is not available for evaluation as it was retained by the hospital. There is no product available for investigation. The relevant sections of the device history records for mlp-004094, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2016 . The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. Section 4 entitled ¿system monitor¿ describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. Care instructions in reference to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, section 2 entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Several sections of this IFU contain important warnings pertaining to pump stops. Heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This handbook contains several sections which provide care instructions in reference to preventing infection and instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. Several sections of this handbook contain important warnings pertaining to pump stops. Incidental finding: evaluation of the lvad event log file revealed three pump resets on (B)(6)2020 . A specific cause for these events could not be conclusively determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to constant low flows. Logfiles showed a graduate decrease in flow over days. Computed tomography (CT) angiogram showed a possible obstruction of the outflow graft underneath the bend relief. The decision was made by the surgeon to operate on the patient to investigation the outflow graft. While in the operating room the decision was made to full replace the pump. The patient underwent pump exchange on (B)(6) 2020.

Event description:
Additional information: the patient had a recurrent exit site infection with other bacterial cause and with fisteling (5 fistels). White blood cell count was 9.1 k/ul. The patient was treated with intravenous benzylpenicilline. The infection was surgically treated, in where the heartmate 3 was replaced. The infection remained unresolved at the time of the patient's death.

Manufacturer narrative:
Section b5: a previous exit site infection was reported under MFR # 2916596-2019-05527. The patient's death is reported under MFR # 2916596-2020-03257. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.